Event description:
Additional information was received from the contact at the user facility: the metal object flushed out of the channel was identified as a clip that was applied during a procedure. The clip was removed from the patient and inadvertently suctioned up into the scope. This was discovered when the device was being cleaned in reprocessing. The event date was not known.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, the results of the legal manufacturer's final investigation, and to correct the device manufacturer date. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the user inadvertently suctioned a clip in the subject device during a procedure, the clip was caught in the biopsy channel, and the clip exited from the channel during reprocessing by a brush passing through, etc. The device's instructions for use (IFU) provides the following warning: "avoid aspirating solid matter or thick fluids, instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." There was no information provided by the user facility regarding the specific clip. The IFU for an olympus clip that is compatible with the subject device states the following: "when aspirating body fluid via the endoscope, be careful not to aspirate a clip, as this could clog up the suction channel or cause the clip to be stuck in the suction valve and disable the endoscope¿s suction function."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is leaking from plastic distal end cover by the auxiliary channel. There is a cut on switch number 1. The boroscope has a tear and scrap marks. There is low angulation. The control knob has play. The plastic cover has dents. The lens is invaded by fluid. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera iii gastrointestinal videoscope, there was resistance with feeding liquid through the channel, then a metal object was flushed out of the channel. There was no patient contact/impact related to this occurrence.